Event description:
It was reported that during a gastrectomy procedure, it was impossible to load the 6th cartridge. The surgeon detected that this was because of the 5th one's metallic piece had remained and jammed into the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). Cartridge pan dislodged. Evaluation summary: the analysis results showed that one device was returned with the 3 -stroke indicator disk damaged and with a fully fired reload returned inside the bag. The reload was noted to be damaged as the reload pan was dislodged. The pan was reassembled on the reload and loaded from a test device and no anomalies were found. No additional functional test could be performed due to the condition of the returned reload. The device was tested for functionality with a test reload; the device achieved a complete 3-strokes and fired without any difficulties noted. The device achieved a complete firing cycle, the staples formed as intended without any difficulties noted. Although no conclusion could be reached on what may have caused the pan to dislodge or the indicator to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.